Event description:
It was reported that, at pre implant procedure, this implantable cardioverter defibrillator (ICD) was found to be in safety mode and the tachycardia setting was on. Subsequently, this ICD was not used, and it was turned off. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Correction: implant date was not correct as the device was never implanted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, at pre implant procedure, this implantable cardioverter defibrillator (ICD) was found to be in safety mode and the tachycardia setting was on. Subsequently, this ICD was not used, and it was turned off. No patient involvement.

Manufacturer narrative:
Correction: implant date was not correct as the device was never implanted. This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated, and it was noted the device recorded memory errors on 28 august 2023. It is normal device function for this product to revert to safety mode after detecting three faults (e.g., memory errors) in a short period of time. A memory correction was performed, and the device was monitored. Another memory error was recorded in the laboratory setting. This indicates an issue with the digital integrated circuit component within this device.

Event description:
It was reported that, at pre implant procedure, this implantable cardioverter defibrillator (ICD) was found to be in safety mode and the tachycardia setting was on. Subsequently, this ICD was not used, and it was turned off. No patient involvement.

Event description:
It was reported that, at pre implant procedure, this implantable cardioverter defibrillator (ICD) was found to be in safety mode and the tachycardia setting was on. Subsequently, this ICD was not used, and it was turned off. No patient involvement.